Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found within specification in relation to the customer reported system error 345 which was not reproduced. A review of the event history log identified system error messages. Evaluation did not reveal a device malfunction during testing. Evaluation determined the assignable cause to be an environmental factor to be the cause. Evaluation determined that the ultrasonic sensor requires replacement to correct the issue should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). There was no known patient injury, or medical intervention associated with this event. No additional information is available.